Manufacturer narrative:
Date of procedure is estimated as (B)(6) 2021. The additional two devices that did not work correctly referenced are filed under separate medwatch report numbers. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using proglide devices relative to an unknown procedure. Reportedly, from four proglide devices, only one device worked correctly. There was no adverse patient sequela or clinically significant delay reported. No additional information was provided.

Event description:
Subsequent to the initial report, the following additional information was received.it was reported that suture placement with four proglide devices was attempted in four access sites in the right common femoral vein, via 6fr to 8fr sheaths using the preclose technique prior to an ablation procedure. Reportedly, the plunger was not depressed fully and when the plunger was removed, no sutures were attached to the needles with three of the proglide devices. The fourth proglide was successful. The procedure was completed and a figure of 8 and pressure bandage were used to achieve hemostasis at three of the sites. The physician was reportedly not trained in the use of the proglide device. There was no clinically significant delay in the entire procedure.

Manufacturer narrative:
B3: estimated date. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the physician is not trained in the use of the proglide device. It should be noted that the electronic proglide instructions for use (eifu), states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. In this case, it is possible the status of training contributed to the reported difficulty based on the reported information, the reported difficulty appears to be related to the physician not being trained in the use of the proglide device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 3190 removed.